Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the detachment of the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ and ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the beginning of a nephrectomy procedure, the teflon pad partially detached from the device, exposing metal underneath the pad. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and DHR review, and update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for detached teflon pad. The device was found with the teflon pad missing entirely, exposing metal underneath the pad. The jaw assembly was also bent and separated, causing jaw mechanical malfunction when the handle was manipulated. There was no damage to the probe. The OEM also reviewed the device history record. The review found no related manufacturing anomalies with the device lot.